Event description:
It was reported that during implant, the ventricular lead had high capture thresholds and pacing was not achieved. The lead was repositioned and eventually replaced with a new one, and the surgery was a success. The patient status was noted as stable.

Manufacturer narrative:
The event of failure to capture on the ventricular lead was not confirmed. The device was returned for analysis. Electrical, x-ray, longevity, and mechanical testing and analysis was normal with no anomalies found.